Manufacturer narrative:
The device is not available for evaluation. Supplemental MDR will be submitted is any information becomes available.

Event description:
Event occurred regarding a spinning spiros where it was reported that patient called the hotline and stated that he was holding his son and that the tubing got separated at connection site closest to the port. It did have a blue connector piece over that connection site but still came apart resulting to chemo spill. Patient reported he reconnected the tubing immediately but noticed that he did get blood in the tubing near his port when that happened and pump was running at time of call. Per infusystem's policy, if tubing became separated at any point, the pump should be stopped due to contamination. Pump was stopped with following parameters: residual volume 7.9 ml, continues rate at 0.6 ml/hr, volume infused at 24.2 ml, pump was powered off. Patient was instructed to close clamp at closest port and chemo spill instructions provided. Further instructed patient to call doctor now and if unable to reach provider to proceed to nearest ER for further assistance as patient was on blincyto, the medication had a 4-hour window with being stopped/started. Patient verbalized understanding and no further needs at this time. Status of device was during infusion; patient was a child and there was no bleedback. No sample available as it was discarded. There was patient involvement but unknown harm and delay in therapy.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.